Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. Subsequently, the device was used as an external temporary pacing device connected to a newly implanted competitor right atrial (ra) lead and a boston scientific right ventricular (rv) lead. Additional information received indicated that the rv lead was hooked into the left ventricular (lv) port of this device. There were no additional adverse patient effects reported. The device was explanted.